Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown surgical procedure. It was reported that the cage was inserted into disc space at l3-l4. Upon trying to reposition the cage with the removal device, a portion of the cage broke off and was left in the patient. It was noted that the patient had a previous surgery at l5-s1. That level was fused prior to this operation. No additional information is known at this time.

Manufacturer narrative:
Additional information: corrected information received; parts will not be returned as originally stated. The broken implant was discarded and therefore will not be returned.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 2991026, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 2991026, 510k # k073291 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.